Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Almost six months post implant, it was reported that right ventricular (rv) lead exhibited high/undefined impedances. Impedance alerts were triggered for right ventricular (rv) defib impedance and pacing impedance. The right ventricular (rv) lead¿s rv coil and svc (superior vena cava) coil alerts were programmed off but the rv tip to rv coil impedance alert was not programmed off. Fifteen days later the patient was in the clinic due to another lead warning. A potential connection issue between the lead and device¿s header was suspected. At the revision procedure it was noted that the device¿s header setscrew was tight and the lead was fully inserted. The physician decided to change the rv lead and the device. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.